Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, nonsustained right ventricular oversensing was observed due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Low frequency attenuation filter was programmed on. Programming changes were made.

Event description:
New information received states another instance of post-paced t-wave oversensing was observed when the patient presented to the clinic for a routine follow-up. Programming changes were recommended. The patient condition is fine.